Manufacturer narrative:
Product analysis : analysis confirmed customer comment that the connector assembly is broken. The hanger assembly, hanger o-ring, and hanger screw are missing. Errors 201 and 200 occurred multiple times. Main printed circuit board is out of specification (electrical). Lower case is broken. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) connector was broken. The epg was returned for service. No patient complications have been reported as a result of this event.